Manufacturer narrative:
(B)(6).

Event description:
A hemodialysis user facility has reported the following event: a venous line separated at the luer lock connector resulting in a blood loss of 400-500 ml. The facility was contacted for add'l info regarding this incident. The pt had been undergoing dialysis via an arterio-venous fistula when at 2 1/2 hrs into the treatment, the mainline venous tubing separated from the venous luer lock. The machine alarmed and alerted of the event. The rptr stated that the blood pump stopped. The estimated blood loss was reported as 400-500 ml and was described as considerable. The pt arrested in the unit and was resuscitated, transported to the hospital and admitted to the ICU. In the hospital, the pt was transfused and was reported to be awake and alert. He remained in the ICU until he was discharged to the nursing home on (B)(6) 2011. At this time, no further info is available. It was also reported this pt has an extensive medical history. It was learned that this pt had died suddenly in the nursing home. The date of death was (B)(6) 2011. There is no further info available and the cause of death is not known.